Event description:
The following has been reported: in an incident form received from a customer, she informs that the infusion happened at an incorrect time. Problem in bic, irinotecan ran in 50 minutes due to bic deprogramming, so an infuser was installed without duct to add. There was no harm to the patient. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.